Event description:
Medsun report received that states, "during pre-closure of the femoral vein, the device got stuck in the vessel. It is unclear why or how the device got stuck. Vascular surgery was consulted to perform a surgical cut down. Cut down performed and device extracted. Surgeon confirmed extraction of perclose device. The patients procedure was aborted due to needing a femoral vein cutdown. Unfortunately, the department did not sequester the device." No other information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible the foot captured tissue or the suture during closure. It was not reported the foot was displaced or the guide broke. However, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date.